Manufacturer narrative:
Submit date 12/15/2015. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a gauze sponge. The customer reports that the gauze was banded but had only 9 instead of 10 in pack.

Manufacturer narrative:
The complaint report indicated that a returned sample was expected and to date a sample has not been received. This complaint will be re-opened should a sample be returned in the future. A device history record (DHR) review could not be performed because the lot number provided by the customer is not a valid lot number. It is unknown where the customer obtained the lot number that was provided as it does not affiliate with any identification on the product. The root cause for the reported condition is attributed to a miscount when product is removed from the original stack of 10 sponges resulting in a shortage within the stack. A formal corrective and preventative action (CAPA) has been opened to address the issue described in the complaint. This lot was produced prior to the implementation of the changes made by the CAPA. This issue will be reviewed during the monthly report out for the factory. No further corrective action is required at this time. There are no changes to the quality control sampling plans deemed necessary. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for trending purposes and reviewed with plant management.